Event description:
The patient has two scs extensions from the same lot number. It was reported, the patient alleges her scs extensions are causing discomfort. The patient stated she can feel the extensions and that is it bothersome. No next course of action is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.